Manufacturer narrative:
The reported event of failure to convert the rhythm was confirmed. However, the failure to covert the rhythm was due to external (non-device related) factors. The device behaved as expected and according to its programmed settings. The reported event of inadequate high voltage output was not confirmed. Interrogation of the device revealed the device was above elective replacement indicator (eri) when received. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2017865-2021-19908. Related manufacturer report number: 2017865-2021-19909. Related manufacturer report number: 2017865-2021-19910. It was reported that the patient expired. Interrogation of the implantable cardioverter defibrillator on (B)(6) 2021 revealed that the device exhausted all options to convert the ventricular tachycardia/fibrillation, but the arrhythmia could not be resolved. Additionally, an electrogram of the episode appeared to be missing. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death was unknown.